Event description:
It was reported that an ilet pump would not charge on the wireless charging pad, indicated by a persistent blinking green light despite correct placement and multiple power outlets, and the user transitioned to backup therapy without impact to blood glucose; the device later required shutdown, consistent with an unexpected shutdown associated with a seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an insulation problem consistent with an unexpected shutdown, with the affected component identified as the seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.